Event description:
It was reported that the cysto-nephro videoscope had sterilized without the pressure cap end. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, and h6 (health effect impact code- replace with 2645). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of sterilized without the pressure cap end was confirmed. Based on the results of the investigation, it is presumed that the event occurred due to handling of the customer. The following is included in the instruction manual of cyf-v2 about reprocessing methods in the items below- -chapter 6 compatible reprocessing methods and chemical agents -chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.